Event description:
A pt experienced severe skin irritation which may have been an alergic reaction after continually placing tens/nmes electrodes on the same irritated site over a three mo period. Pt sought med attention and an antibiotic was prescribed.